Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: material no. 328438 batch no. Unknown (provided: (B)(4)) it was reported that scale markings are missing from one syringe. Has sight issues reading off lot number. Verbatim: consumer reported markings missing from 1 syringe. Occurrence date unknown. Was unable to use syringe

Manufacturer narrative:
The following fields have been updated with additional information: describe event or problem: it was reported that bd ultra-fine¿ ii short needle insulin syringe had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: material no. 328438 batch no. Unknown (provided: (B)(4)) it was reported that scale markings are missing from one syringe. Has sight issues reading off lot number. Verbatim: consumer reported markings missing from 1 syringe. Occurrence date unknown. Was unable to use syringe medical device brand name: bd ultra-fine¿ ii short needle insulin syringe, common device name: piston syringe, medical device catalog #: 328291, medical device expiration date: 2023-12-31,. Device manufacture date: 2018-11-26, medical device lot #: 8330991, unique identifier (UDI) #: (B)(4), device available for eval? Yes, returned to manufacturer on: 2019-06-26, device returned to manufacturer: yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd insulin syringe w/ bd ultra-fine¿ needle had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: material no. 328438. Batch no. Unknown (provided: 8330991). It was reported that scale markings are missing from one syringe. Has sight issues reading off lot number. Verbatim: consumer reported markings missing from 1 syringe. Occurrence date unknown. Was unable to use syringe.

Manufacturer narrative:
H.6. Investigation summary: customer returned (1) loose 31g x 8mm, 0.3ml bd insulin syringe. Consumer reported markings missing from 1 syringe. The returned sample was examined and the scale marking missing issue was confirmed. A review of the device history record was completed for batch# 8330991. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200792566] noted that did not pertain to the complaint. There were two (2) notifications [200793374, 200793347] noted for blank barrels. There was one (1) notification [200793301] noted for scratched print. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 01jul2019, holdrege received 1) loose 31g x 8mm, 0.3ml bd insulin syringe. Sample was decontaminated per hrst-17 and hqa-68 prior to evaluation. Visual inspection of the syringe found there was a blank barrel with no print scale print at all. Process summary: a pump is used to pump ink through a hose and nozzle to be applied onto the barrels. Root cause for the blank barrels was not enough ink coming out of the ink nozzle. Corrective action: the ink pump was turned up to allow more ink to come out of the nozzle. Reference notification 200793374. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd ultra-fine¿ ii short needle insulin syringe had scale marking issues. This was discovered before use. The following information was provided by the initial reporter: material no. 328438 batch no. Unknown (provided: 8330991). It was reported that scale markings are missing from one syringe. Has sight issues reading off lot number. Verbatim: consumer reported markings missing from 1 syringe. Occurrence date unknown. Was unable to use syringe.